Manufacturer narrative:
(B)(4).

Event description:
Data investigation confirmed a pairing failure on (B)(6) 2022 due to signal loss. The probable cause of signal loss was determined to be the transmitter timer not advancing.